Manufacturer narrative:
Updated data: b5, h6 - annex f medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the previously reported dyspnea nyha iii with pump function deterioration event, was reported as diagnosed heart failure. Medication was adjusted. Candesartan was discontinued and sacubitril/valsartan was prescribed.

Manufacturer narrative:
Updated data: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the heart failure event that occurred initially approximately 4 months following the valve implant was now reported as unrelated to the transcatheter valve. The cause was not reported.

Manufacturer narrative:
Corrected data: b2, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. A third paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately four months following the implant of this transcatheter bioprosthetic valve, the patient reports feeling generally unwell, with blood pressure sometimes too high and sometimes too low. One day later, the patient experienced blackouts but did not lose consciousness. The patient was admitted to the hospital and dyspnea new york heart association (nyha) functional classification iii with pump function deterioration was diagnosed. Diagnostic tests were performed. Electrocardiogram (ECG) showed a new left bundle branch block (lbbb). The patient was admitted to the hospital for six days. Per the physician, the dyspnea nyha iii with pump function deterioration event was possibly related to the valve implant procedure and not related to any device. The dyspnea nyha iii with pump function deterioration event resolved on the day of discharge. Per the physician, the lbbb event was possibly related to the valve and the valve implant procedure. The lbbb was noted as not resolved. Additional information received indicated that the previously reported dyspnea nyha iii with pump function deterioration event, was reported as diagnosed heart failure. Medication was adjusted. Candesartan was discontinued and sacubitril/valsartan was prescribed. Additional information was received to report a cardiac resynchronization therapy (crt) was discussed with the patient in the setting of symptomatic dyspnea symptoms and worsening left ventricular ejection fraction due to asynchrony in newly occurring lbbb after the transcatheter aortic bioprosthetic valve replacement procedure. A radiological procedure (for direct imaging of venous vessels (p hlebography/varicography)) was performed the day of admission and showed complete venous occlusion on the left side in the area of the electrode entry point into the subclavian vein. An attempt to advance the wire was unsuccessful. Subsequently, four days later, a crt upgrade was performed with right-sided electrode placement and tunneling to the left. The patient was discharged the following day.

Event description:
It was reported that approximately four months following the implant of this transcatheter bioprosthetic valve, the patient reports feeling generally unwell, with blood pressure sometimes too high and sometimes too low. One day later, the patient experienced blackouts but did not lose consciousness. The patient was admitted to the hospital and dyspnea new york heart association (nyha) functional classification iii with pump function deterioration was diagnosed. Diagnostic tests were performed. Electrocardiogram (ECG) showed a new left bundle branch block (lbbb). The patient was admitted to the hospital for six days. Per the physician, the dyspnea nyha iii with pump function deterioration event was possibly related to the valve implant procedure and not related to any device. The dyspnea nyha iii with pump function deterioration event resolved on the day of discharge. Per the physician, the lbbb event was possibly related to the valve and the valve implant procedure. The lbbb was noted as not resolved.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-34}; product lot/serial number (B)(6); product type: {delivery catheter system (dcs)}; implant date {na}; explant date {na} product ID {l-evolutfx-34}; product lot/serial number (B)(6); product type: {compression loading system (cls)}; implant date {na}; explant date {na} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 - a fourth paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately four months following the implant of this transcatheter bioprosthetic valve, the patient reports feeling generally unwell, with blood pressure sometimes too high and sometimes too low. One day later, the patient experienced blackouts but did not lose consciousness. The patient was admitted to the hospital and dyspnea new york heart association (nyha) functional classification iii with pump function deterioration was diagnosed. Diagnostic tests were performed. Electrocardiogram (ECG) showed a new left bundle branch block (lbbb). The patient was admitted to the hospital for six days. Per the physician, the dyspnea nyha iii with pump function deterioration event was possibly related to the valve implant procedure and not related to any device. The dyspnea nyha iii with pump function deterioration event resolved on the day of discharge. Per the physician, the lbbb event was possibly related to the valve and the valve implant procedure. The lbbb was noted as not resolved. Additional information received indicated that the previously reported dyspnea nyha iii with pump function deterioration event, was reported as diagnosed heart failure. Medication was adjusted. Candesartan was discontinued and sacubitril/valsartan was prescribed. Additional information was received to report a cardiac resynchronization therapy (crt) was discussed with the patient in the setting of symptomatic dyspnea symptoms and worsening left ventricular ejection fraction due to asynchrony in newly occurring lbbb after the transcatheter aortic bioprosthetic valve replacement procedure. A radiological procedure (for direct imaging of venous vessels (p hlebography/varicography)) was performed the day of admission and showed complete venous occlusion on the left side in the area of the electrode entry point into the subclavian vein. An attempt to advance the wire was unsuccessful. Subsequently, four days later, a crt upgrade was performed with right-sided electrode placement and tunneling to the left. The patient was discharged the following day. Additional information was received that the six-month follow-up ECG showed a new first degree atrio-ventricular block (avb). The patient was asymptomatic. No treatment was required. Per the physician, the avb event was possibly related to the valve and the valve implant procedure. The avb was noted as not resolved.